Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g there was foreign matter. There was no report of patient impact. The following information was provided by the initial reporter: we have a 3ml syringe with blunt tip needle attached product# 305060 lot# 2301197 that has foreign material in it.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-jan-2023. Investigation summary one sample was provided to our quality team for investigation. Fourier transform infrared spectroscopy (ftir) analysis was performed to determine the makeup of the foreign matter. Potential root cause for foreign matter cannot be determined as the closest match compound purell hand sanitizing wipe is not used in the needle manufacturing process. A device history record review was completed for provided lot number 2301197. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe with attached bd¿ blunt fill needle 18 g there was foreign matter. There was no report of patient impact. The following information was provided by the initial reporter: we have a 3ml syringe with blunt tip needle attached product# 305060 lot# 2301197 that has foreign material in it.